Manufacturer narrative:
Results: the returned neuron max was damaged at its distal tip. Conclusions: evaluation of the returned neuron max revealed a damaged distal tip. If the packaging mandrel becomes loose from the packaging card while retracting the device from its packaging tube, the distal tip of the catheter may become pinned between the packaging mandrel and the packaging tube. If the catheter is subsequently retracted from the packaging tube while pinned, its distal tip may become damaged. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a medical procedure using a neuron max 6f 088 long sheath (neuron max), the physician found that the tip of the neuron max could not be removed from the mandrel. The neuron max was then set aside and was not used in the procedure. The procedure was completed using another neuron max.